Manufacturer narrative:
The contracted third party service agent evaluated the device and verified the reported failure. The system pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
It was reported that the device would keep powering on/off by itself. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.